Manufacturer narrative:
On 1/28/2021, mentor became aware that the date problem observed was reported incorrectly. The actual date was (B)(6) 2020. Manufacturer¿s reference number: (B)(4). Corrections: the date problem observed was (B)(6) 2020.

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2021, it was decided to remove codes medical device removal and neoplasm malignant, and adverse event and add codes no adverse event, no patient consequence, no product quality issue to more accurately capture the reported event. In addition, with the information available at this time, there appears to be no alleged complaint relating to the identity, quality, durability, reliability, usability, safety, effectiveness, or performance of the mentioned devices. This appears to be a staged reconstruction for a breast cancer patient post-mastectomy. Therefore, this event does not meet the criteria for a MDR reportable complaint. Manufacturer¿s reference number: (B)(4) .corrections: removed medical device removal, neoplasm malignant, adverse event codes.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: neoplasm malignant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an artoura breast tissue expander 600cc and suffered from a breast invasive ductal carcinoma on the right breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 560cc on (B)(6) 2020.